Manufacturer narrative:
Beckman field service engineer (fse) evaluated the au680 clinical chemistry analyzer and identified the defective parts were the buffer syringe and the buffer valves due to bubbles were in the syringe. The fse replaced the buffer syringe and the buffer valves to resolve the issue. The fse performed quality control with acceptable results. The fse verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported six patients had high sodium results with a ¿ph¿ flag on their au680 clinical chemistry analyzer. The results were not reported outside the laboratory. The samples were repeated on another au analyzer, recovering normal results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer verbally provided results for only one patient.